Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a lifted dso seal. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review indicated that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion seal degradation. There was no patient involvement, and no harm/adverse event was reported.